Manufacturer narrative:
The mayfield composite series base unit, standard (a3101) was returned for evaluation: device history record (DHR) review- the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the investigation showed that the complaint is confirmed from the evaluation. The handle tested low when put under pressure, the draw bar and viton ball are worn in the swivel adapter, and the left bracket has difficulty transitioning on the bar. Since a patient injury was involved, the unit was sent to quality engineering (qe) for further investigation. Qe confirmed the findings of the service team and noted that the returned unit was in worn condition and the left bracket was stuck in place and difficult to move. No additional device deficiencies were noted. To resolve the issue, the draw bar, viton ball, and roll pin will be replaced. Root cause - the complaint is confirmed via inspection of the unit. The unit is four years old and has no service history. The handle tested low when put under pressure and the swivel adapter had worn parts. The left bracket also was difficult to move on the connecting tube. The probable root cause is routine use and wear and lack of maintenance. Based on the evaluation of the event, no further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that a patient suffered harm during shift in positioning, and that the mayfield composite series base unit, standard (a3101) needs to be tightened. The patient underwent "anterior dens screw and c3-c6 posterior spinal fusion procedure", and when the mayfield malfunctioned, it became misaligned with the patient's face which led to pressure points on the patient's eyeball. No surgical delay or medical intervention was reported.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h11. Adiditional information received: please provide details of the injury to the patient. --> the primary nurse did not provide details regarding the injury.

Event description:
N/a